Event description:
The complaint states the optease filter had strut fractures at the time of attempted retrieval. There was no patient specific information provided. The patient had a subclavian reservoir previously implanted and plans were made for removal. The physician felt removal of the reservoir would cause thrombus and elected to implant the optease for the reservoir removal procedure. The optease filter was implanted in a superior vena cava position in preparation for the removal of the reservoir, there is no information regarding the size of the vena cava, however it was described as mildly tortuous. The insertion was performed from the femoral approach, and the device was prepped and used according to the IFU (instructions for use). The reservoir removal was completed including an angioplasty to the subclavian vein, after a stenotic area was identified. When the physician was ready for the optease retrieval, two stent fractures were identified with angiography, and the retrieval was aborted. The filter remains implanted and thus unavailable for analysis and the film provided does not illuminate the stated fractures.

Manufacturer narrative:
Additional information indicated that the occlusion was in subclavian vein. The occlusion was not caused by the removal or insertion of the filters, instead the occlusion was at subclavian vein, and the filter was placed in svc, approached from femoral vein. The filter was delivered from right femoral vein using a britetip sheath. The filter was manipulated according to the (IFU) instruction for use. The filter was placed in the svc, instead of (ivc) inferior vena cava. However, the relationship between the position of the filter and fracture is unknown. The physician thought that the reservoir removal could cause thrombus, so he decided to implant the filter temporarily. The patient had no contraindication for anticoagulation, and the no recurrent (pe) pulmonary embolus was noted. The patient received warfarin and heparin during the procedure, amount unknown. No associated filter migration was reported, and no CPR or chest trauma was noted. The physician prepared for the removal according to IFU, but the removal procedure was cancelled as soon as the fracture was noted. No intervention to correct the reported event was conducted. Films are available, but the affiliate indicated that resolution is not high, but those were the only images received from the hospital. Additional information is being obtained that will be forwarded as soon as possible. There was no patient injury reported with the event. A review of the device history records presented no issues during the manufacturing process that can be related to the reported complaint. Strut fractures are a known potential complication associated with this type of procedure. The vena cava is a dynamic vessel creating various forces; angulations, stretching and compression that could lead to stress upon the filter and to strut fracture. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Inspections are in place to prevent damaged products from leaving the facility and there is no indication from the information at hand that these events were design or manufacturing related.